Manufacturer narrative:
Concomitant medical products: 100ml hospira bag ndc 0409-7984-37 lot 71-002-jt exp (B)(6) 2018 0.9% nacl, therapy date (B)(6) 2017. The customer¿s report of a leak at the connection of the secondary set's texium valve to the primary set's smartsite port was not confirmed. Visual inspection of the set noted no obvious damage or any issues. Further visual inspection of the secondary set's distal texium luer end under magnification observed no obvious damages or any issues. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported that etoposide was infusing when the user noted a leak at the connection of the texium to the smartsite y-port. The event occurred in the out patient infusion center. There was no report of patient harm.